Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 did not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The occurrence date is unknown but it was sometime in (B)(6) 2010.

Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B)(4).